Event description:
It was reported that the right atrial and right ventricular leads dislodged one day after the implant procedure. It was further reported that the lead lengths were too short for the patient's anatomy. The leads were explanted and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).